Event description:
The surgeon implanted a silicone lens model aa4204vl. The surgeon enlarged the incision to remove the lens as he felt another style of iol would be better suited to this pt's ocular anatomy.